Event description:
Related manufacturer report number: 3006705815-2023-04146. It was reported that during an implant procedure the patient began bleeding excessively after the leads were implanted. The leads were susbequently explanted and the patient was sent for an MRI. The next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.